Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation the lay user/patient¿s meter and test strips have been returned on (B)(6) 2015 and (B)(6)2015, evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultramini meter was reading inaccurately compared with another meter. The complaint was classified based on the customer care advocate (cca) documentation. Mss attempted a follow up call and was unsuccessful. The patient reported that the alleged inaccuracy started on an unknown date and time prior to contacting lfs. The patient was unable to detail the results obtained on either device, yet did claim the test was performed within 30 minutes of each other. The patient manages her diabetes with a combination of diabetic medications including ¿sliding scale humalog, metformin 1000 2x¿ as part of her usual diabetes management routine. The patient denied taking any action as a result of the alleged product issue. The patient also denied that she developed any symptoms. On an unspecified date and time the patient reported attending emergency room (ER) and receiving treatment from a health care professional (hcp). It is unclear what the treatment was. At the time of troubleshooting the cca recorded that an approved sample site was used to obtain a result. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user was allegedly treated by a hcp while using the product.